Event description:
Balloon rupture. When the physician tried to retrieve the balloon, it was caught in the sheath and a part of balloon stayed behind. The physician was able to retrieve a piece of balloon by surgical technique.